Manufacturer narrative:
Additional information: g3, h3, h6 corrected information: g1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo was available for evaluation. Visual inspection noted the firing knobs were fully retracted and the articulation lever was in neutral position. The green firing button was in firing mode and the grasping mechanism was returned disengaged from the handle. It was noted that the returned handle was successfully loaded. The instrument successfully clamped and cycled fully but could not be opened by using the handle trigger. The firing knobs needed to be retracted in order to retract the I-beam and unload the instrument. It was reported that the jaws of the reload did not open at all, not involving tissue, the device handle broke, and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue of a broken grasping mechanism may occur when the handle trigger is attempted to be pushed open while the grasper is engaged. It was also reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the lung parenchyma and at the last 11th firing, when the rotation knob was bent with all the strength, there was a loud sound, and then when the green button for releasing safety was pressed, the black handle considerably opened larger than usual. The surgeon noticed an abnormality in the sound and the opening of the handle, so the surgeon was told that the product may have been broken and was suggested to replace the handle, but the surgeon would like to try using the device. There was no problem with the firing operation, with the (device/reload) removal, and with the staple line. The handle was returned to the scrub nurse and the handle was opened, but the jaws did not open, and the reload did not come off from the handle. In addition, the scrub nurse found a metal part that seemed to be a part inside the handle fell on the mayo stand. There was no patient injury.